Event description:
Pt has history of lymphoma and recent worsening of medical condition. Pt taken to surgery for bard groshong cv catheter implant. The port was placed without difficulty. The port could not be flushed despite multiple attempts. The port was removed and could not be flushed externally. Another groshong was implanted. Good blood return from both port sites. The port was flushed successfully. Pt tolerated procedure well.